Manufacturer narrative:
Product analysis # (B)(4): description of complaint: during the case, the plasmablade caught on fire over the tip of the device but the flame did not touch the patient. All other details unknown. Investigation conclusion: the reported issue was not confirmed. The allegation of flame/fire could not be recreated in the laboratory environment. The heatshrink is split and peeling away from the base of the device electrode shaft, which is consistent with prolonged use and/or insufficient cleaning. However, it remains connected to the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a plastics case, it was reported that the plasmablade device tip caught on fire. There was no injury to staff or the patient reported.